Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; "inflammation and stuff", and "pain/discomfort".

Event description:
Healthcare professional reported capsular contracture baker grade unknown. Additionally, patient reported "inflammation and stuff". Healthcare professional additionally reported "pain/discomfort"; these issues are not device related. The device was explanted. This record is for the left side.